Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain device information. A patient experiencing lead migration was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2026-02182 it was reported one of patient's leads had migrated. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.